Manufacturer narrative:
(B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the loop at the end of suture broke when surgeon hooked needle through loop and pulled on two different sutures.